Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/22/25 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/22/25. At 2:00 am, the user experienced a hypoglycemic event with a recorded low blood glucose level of 42 mg/dl. The user reported mistakenly announcing three dinners, leading to excessive insulin delivery. As a result, the user required assistance from their partner, who administered a glucagon injection. The user experienced symptoms of feeling disoriented but did not lose consciousness. The hypoglycemia lasted approximately 35 minutes. The ilet device provided low and urgent low alerts, and the user consumed carbohydrates to aid recovery. No professional medical intervention was required.